Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. It was found a faulty printed circuit board. Based on the results of the investigation, a definitive root cause could not be identified. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that an esophageal perforation occurred during an esophageal stent placement. While attempting to treat the perforation, the gastrointestinal videoscope image was lost. The physician switched to a non-olympus tower to continue the procedure. Surgical glue was applied to the perforation site, and the esophageal stent was placed and sutured in place. The patient was suspected of having abdominal compartment syndrome, and the patient underwent emergent bowel decompression. Non-olympus equipment was used to regulate the patient's temperature. The physician also inserted a syringe into the patient's abdomen for decompression. The patient was initially under sedation and was switched to general anesthesia with propofol when the device issues occurred. The procedure was delayed approximately 90 minutes due to troubleshooting and equipment switch. Following the procedure, the patient remained intubated and was subsequently transferred to the intensive care unit. According to the most recent update, the patient was downgraded to floor status and was taking clear liquids.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the customer. Updated fields: b5.

Event description:
Additional information received from the customer confirmed that the stent was a boston scientific agile esophageal stent. The customer also clarified that, according to the most recent update, the patient had been discharged to a nursing home.